Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found no anomalies. Final analysis of the catheter found no significant anomalies, though it had been damaged at explant.

Event description:
It was reported that the patient's pump and catheter were explanted due to a possible infection, but not replaced. It was also noted that the pump had not been relieving the patient's 'issues' and the patient was not 'satisfied' with the pump. It was reported that there was no patient injury related to the event. The drug used in this system was baclofen.